Event description:
It was reported via repair work order that the foot section lift would drift due to hi/lo motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.